Manufacturer narrative:
Batch review performed on 06 may 2024, lot 123334: (B)(4) items manufactured and released on 20-nov-2012. Expiration date: 2017-oct-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved, batch review performed on 06 may 2024: ball heads: cocr 01.25.011 cocr ball head 12/14 ø 28 size s -3.5 (k072857) lot. 151900 lot 151900: (B)(4) items manufactured and released on 25-jun-2015. Expiration date: 2020-may-31. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision surgery due to joint luxation about 8 years and 7 months after the primary surgery. Liner and head revised.